Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the pleural fluid leaked onto patient following use of pleurx system when it was capped off overnight. Advised that she only collected 100ml of pleural fluid over 5 hours, whereas previously patient had 1500ml pleural fluid drained with underwater seal drain. During follow up response it was further reported that the catheter was inspected prior to use and no damage, cracking, or breakage of the valve was observed. The catheter was placed in the chest and had been in place for approximately one day at the time the incident was reported. No patient harm was reported, no treatment was altered. Upon evaluation, the pulmonologist identified that catheter repositioning was required, after which successful drainage and appropriate fluid collection occurred. The patient¿s condition was confirmed to be stable, and the issue was resolved.